Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set was involved with a no flow event. During a piggyback infusion of unknown antibiotics, it was observed that fluid was only infusing from the primary bag. The antibiotics did not infuse into the patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.